Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed due to a faulty mixing pump. Mixing pump was replaced. The device passed all tests per baw2800549 rev 0 and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device has water reservoir empty. Per wo review on 18mar2023, there was no patient involvement. Per additional information received on 21mar2023, there was flowrate issue. Device would return for repair and the issue was not solved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device has water reservoir empty. Per wo review on (B)(6) 2023, there was no patient involvement. Per additional information received on (B)(6) 2023, there was flowrate issue. Device would return for repair and the issue was not solved.